Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced adhesive failure on (B)(6) 2026, as the infusion set did not stick, likely due to sweating. The patient replaced the infusion set. No further information available.